Event description:
Follow up information received that the patient underwent surgical intervention in which the ipg was explanted and replaced.

Manufacturer narrative:
Correction a4 - patient weight should be 102 instead of 110.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The results, method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
It was reported that the patient's ipg would no longer communicate with the patient controller. When attempting to connect, an error message was seen. The patient has had multiple unrelated surgeries last year in which the patient did not place the device into surgery mode. The patient did not attempt to connect with the controller within the past year.

Manufacturer narrative:
The system was not set to surgery mode while the patient underwent an unrelated surgery where electro-cautery may have been used. The implant was not returned for analysis. A review of documentation supplied with the implant states that electro-surgery devices should not be used in close proximity to an implanted system. Based on the information received, the cause of the reported incident is consistent with user error. The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.